Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that bd luer-lok¿ syringe had foreign matter on the plunger. No serious injury or medical intervention was reported. The following information was provided by the initial reporter: material no.: 309680, batch no.: 8029826. It was reported that there was excessive amounts of silicone on the plunger.

Manufacturer narrative:
Investigation: six samples were received. They came with no packaging blisters. Visual inspection was performed. They were inspected for silicone on the stopper finding them all acceptable; there is no excess nor running silicone effect. The silicone is noticeable when the plunger rod- stopper is pushed all the way down; however, there is no excess of silicone. A device history record review was completed with zero defects found. No quality notifications were written for this batch, nor for the associated assembly batches.

Event description:
It was reported that bd luer-lok¿ syringe had foreign matter on the plunger. No serious injury or medical intervention was reported. The following information was provided by the initial reporter: material no.: 309680, batch no.: 8029826. It was reported that there was excessive amounts of silicone on the plunger.